Event description:
Concomitant devices reported: 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster (part number: 04.005.524s, lot number: 4l42507, quantity: 1), 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail-ster (part number: 04.005.528s, lot number: l841255, quantity: 1, pfna-ii blade l85 tan (part number: 04.027.052s, lot number: 4l76820, quantity: 1), pfna-ii end cap extens. 0 tan (part number: 473.170s, lot number: 4l38113, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: damaged. Visual inspection: the received pfna nail is broken into two pieces at the shaft head, just at the guiding hole where the blade is passing. Otherwise no other significant damages were found besides of slight scratches. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the guiding hole where the blade is passing could not be checked for dimensional accuracy due to the damage occurred. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material titanium alloy (tial6nb7) was used according iso 5832-11. The broken surface is homogenous what indicates material conformity as well. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This findings let us exclude a manufacturing related issue. Based on the provided information we assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 473.054s, lot: 4l58353, manufacturing site: bettlach, release to warehouse date: may. 23, 2019, expiry date: may. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for femoral neck fracture with fns. On (B)(6) 2019, he underwent a revision surgery by replacing fns with pfna because the patient fell and a femoral subtrochanteric fracture occurred. On (B)(6) 2020, the surgeon confirmed that the pfna nail had broken due to non-union. On (B)(6) 2020, the patient underwent a revision surgery by replacing the implants with dhs. The surgeon stated that the non-union was caused by bad reduction fixed with the pfna. No further information is available. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1), unknown pfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) pfna-ii 10 long le 125 l320 tan. This is report 1 of 1 for (B)(4).